Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, patient presented for a vertebroplasty due to t7 and t9 fractures. Physician performed t9 vertebroplasty and rapidly injected cement into t9. Satisfactory cement was filled but the right sided needle got stuck in the vertebral body which led to plastic handle breaking off. There was difficulty to removal the needle trocar but this was accomplished successfully with no harm to the patient.